Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device has faulty latch. A field service engineer, replaced latch and reseated all latch connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the door has failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.